Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient was experiencing foot pain post-op and was hospitalized over night.

Event description:
Additional information indicates the patient's foot pain has resolved.